Manufacturer narrative:
Updated fields: b4, b6, b7, d4(model#), d11, g4, g7, h2, h10, h11. Corrected fields: d1, g1(contact person), h4. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse noted that the wrong cap was being used to perform leak check. Once correct cap was used the iabp passed with no issues. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) medical.

Event description:
It was reported that during a daily operation test with the cs300 intra- aortic balloon pump (iabp) performed by the customer, during the system test the iabp had a repeated safety disk failure, even though a new safety disk was installed. There was no patient involvement, and no adverse event reported.